Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the buttons went from being sticky to not responding at all. The customer stated the insulin pump was possibly exposed to sweat. Her blood glucose level was 154 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(6).

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.